Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used to treat bleeding in the duodenum on (B)(6) 2011. According to the complainant, during the ercp procedure, the clip was difficult to deploy. However, when the clip did deploy, it "misdeployed" into the patient and did not grasp tissue. The clip was not retrieved and the procedure was completed with another resolution ii clip. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The 3005099803-08/12/2011-002-r. A visual evaluation of the returned device found that the handle was locked and the bushing arms were damaged. The clip assembly was deployed and not returned. The reported event of clip failed to release was not able to be confirmed since the clip assembly was not returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
Exact patient age is unknown but is (B)(6). (B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used to treat bleeding in the duodenum on (B)(6) 2011. According to the complainant, during the ercp procedure, the clip was difficult to deploy. However, when the clip did deploy, it "misdeployed" into the patient and did not grasp tissue. The clip was not retrieved and the procedure was completed with another resolution ii clip. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.